Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder (aso) was selected for implant. When the device was deployed, the left disk deformed into a cobra-head shape and did not restore to the original shape. The device was removed and replaced with another 24mm aso (lot # unknown) and was successfully implanted. There was no clinically significant delay in the procedure and no known patient consequences.